Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No further details were provided in the initial reporting. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and was determined to be functioning appropriately. A peritoneal effluent fluid culture and cell count (wbc = 29,050 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ip ceftazidime 1500 mg daily for 21 days. However, on 11/nov/2023 the patient¿s preliminary culture results returned positive for pseudomonas aeruginosa, and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously putting in a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s antibiotic regimen was transitioned to intravenous (IV) administration and the antibiotic course was continued. The patient tolerated the transition to hd without issue and was discharged in stable condition on (B)(6) 2023. The pdrn attributed causality to the patient picking up and using a ¿blue pin¿ which had fallen on the floor. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s). The patient has recovered from the events and is continuing to undergo incenter hd.